Event description:
Patient presented to ER after a scheduled colonoscopy with polypectomy. Patient had fever, chills and abdominal pain, she was diagnosed with post polypectomy syndrome. The pay prior to this another patient who was seen in our asc went to the ER with the same diagnosis. Although this is a known risk when performing colonoscopy with polypectomy, the gastroenterologist requested that the elector cautery (conmed) machine be checked by bio medical. The electrosurgical unit was tested and in fact was found to have a connector inside the unit that needed repair. Bio medical stated that this problem could have possibly caused grounding issues. The electrosurgical unit was repaired and no further issues have been noted. The 2 patients that were hospitalized with post polypectomy syndrome were treated and released from the hospital after a 2 day stay.